Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had passed away recently in his home. The pathologist and family were suspicious of the device function and wanted to confirm the pacemaker was functioning as intended. The patient symptoms prior to the event are unknown. The primary and secondary cause of death were cardiac respiratory and a drug fentanyl, respectively. There is no allegation the death was device related. The patient was reported at cardiac arrest before passing away.